Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is not fully seated and no damage was observed on sensor patch. Damage was observed on the base of sensor plug. The sensor was found to be in sensor state 1 (indicating the sensor was never activated by the customer). During extended investigation determined that the damage was observed is a cosmetic flaw. Although the plug was not seated correctly and the flaw did not contribute to the original complaint. Therefore, issue is not confirmed to use as plug not properly seated. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6)to (B)(6)based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is not fully seated and no damage was observed on sensor patch. Damage was observed on the base of sensor plug. The sensor was found to be in sensor state 1 (sensor state). Upon extended investigation determined that the damage was observed is a cosmetic flaw. Although the plug was not seated correctly and the flaw did not contribute to the original complaint. Therefore, issue is not confirmed to use as plug not properly seated. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 - addtl mfg narrative was incorrectly documented in follow up report #1. The section  h10 - addtl mfg narrative has been correctly updated.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.